Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm. On (B)(6) 2023, the patient was walking around the house when he noticed his cgm value was low (no specific value reported). The patient then felt ¿drunk¿ and passed out. The patient was wearing an omnipod insulin pump. The patient stated that he was unaware that the dexcom g7 sensor was not compatible with his omnipod insulin pump, therefore, the pump was not able to make any adjustments to his insulin doses based on his cgm trends. Because of this incompatibility, the patient alleges the pump kept delivering insulin when he did not need it, leading to his hypoglycemic episode. The patient regained consciousness on his own approximately 2 hours later. Upon wakening, the patient did test his bg meter reading and reported it was around ¿35-40 mg/dl¿. The patient was unable to provide reliable bg/cgm comparison values for this event. The patient drank a glass of milk, ¿ate a little bit¿ and recovered at home. The patient did not call for an ambulance or seek medical assistance from a higher level of care. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause was determined to be sensor noise. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.